Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide device manufacturing date. Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the duodenovideoscope's adhesive around the light guide lens and objective lens had a discoloration, and the objective lens had a stain.  There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.